Event description:
It was reported that during pre-surgery, it was observed that the motor device would not work. As a result, there was a five minute delay to the surgical procedure. An identical spare identical device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not working properly, the rotations per minute were fluctuating and the device was making an unusual noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error, misuse, and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.